Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 1201, serial number: (B)(6), batch/lot number: al1tc43481, model/catalog description: tined lead, unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006.

Event description:
It was reported the patient implanted with this neurostimulator and tined lead had covid earlier this year and was hospitalized for it. During that time, the patient experienced vomiting and their device was not working correctly. Then, the patient met with the physician and a local care team member and reported a shocking sensation down their leg while vomiting. The patient believed it was caused by their device. The patient was assisted with reprogramming, but they wanted their device removed due the shocking sensation while vomiting. The patient was advised to leave their device off. Afterward, the patient had surgery to explant their neurostimulator and tined lead. The patient is doing well post-op.